Event description:
It was reported that during a therapeutic PICC placement, the catheter split distal to the suture wing. This device has not been received for evaluation yet. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Comapny is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.